Manufacturer narrative:
Correction: this event has already been submitted with MFR# 3012307300-2019-04390 on 28-aug-2019. Please disregard the report that was previously submitted using MFR# 3012307300-2020-00739 on (B)(6) 2020.

Event description:
Information was received indicating that during pre-test of a smiths medical cadd legacy pump for a life-sustaining medication, the pump exhibited "no disposable, clamp tubing". The reporter also indicated that it was confirmed that the cassette was attached but was unable to stop alarming. In addition, the reporter indicated that a crack was noted in the battery cover. Subsequently, the patient had a backup pump to switch to. This event did not occur during use with the patient. No patient consequences were reported. No adverse effects were reported.